Event description:
It was reported that the patient fell and broke the lead about a year after they got it in 2009.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).